Event description:
MFR rep reported the pt could not recharge the neurostimulator. The temperature icon appeared. The pt experienced a "burning" at the pocket site. There were multiple appointments with the pt to resolve the issue; however, the situation resulted in the device explant. The device was returned to the MFR for analysis. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when device analysis is complete.